Event description:
The optician reported, that a consumer had experienced a corneal ulcer,that despite treatment over an extended period of time did not respond and eventually resulted in enucleation. The consumer initially presented with a red, painful right eye and the optician observed a dentrite shaped corneal lesion. The initial diagnosis was 'herpetic keratitis' and treatment was begun. After a month of unsatisfactory response to treatment, the consumer was referred to the local hosp. At this time, a tentative diagnosis of 'acanthamoeba keratitis' was made, which was subsequently confirmed by culture results, and a new treatment regimen was begun. In spite of all treatments attempted, the pt's eye was removed approx 18 months later. A history of noncompliance was noted in the pt's medical records, with the consumer routinely reusing daily disposable contact lenses after storage in saline or tap water. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as permanent decrease in visual acuity from an acanthamoebal ulcer." A history of noncompliance was noted in the pt's medical records, with the consumer routinely reusing daily disposable contact lenses after storage in saline or tap water, a known risk factor for acanthamoeba. As there was no product or lot number provided, no detailed investigation can be performed.